Manufacturer narrative:
(B)(4). The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined. (B)(4).

Event description:
During follow up, low lead impedance was noted on the left ventricular lead. It was suspected that there was a polarity switch. The patient is in good condition and will follow up in three months.